Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room after receiving a vibratory alert. The implantable cardioverter defibrillator was explanted and replaced. More information was requested but not provided.